Manufacturer narrative:
FDA letter mw5068379 dated march 17, 2017 was sent to the manufacturer's u.s agent. The agent received the letter on march 22. Based on the case investigation, the additional information was received from the reported pharmacist by (B)(4) on march 27. There were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot. No. 0016y09g. The protein content of the ingredient, sodium hyaluronate meets the specifications. Manufacturer assured that there was no quality problem on the identified product batch (lot no. 0016y09g). E2011015.

Event description:
(B)(6) 2017- a (B)(6) year-old male patient received 1st injection of gel-one to knee(s) for osteoarthritis. He had an allergic reaction to gel-one. He experienced swollen eyes, itchy skin, dry mouth and hives. He was taken from doctor's office to emergency room by ambulance and hospitalized. (B)(6) 2017 - he was discharged from the hospital. He was treated with non-sedating anti-histamine.